Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a bulging on his left side near the penal scrotal junction and the device was not working properly. A surgical intervention was performed in which the ipp was removed and a tactra was placed. During the procedure it was noticed that the cylinder layer was torn and retracted. No patient complications were reported.